Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also noted that she was peeing more, and she has been on an i.v. And wanted to know if that was why; patient was redirected to their healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the heart complications began immediately after the procedure. The patient stayed in the hospital overnight and tests were done that revealed a blockage. The patient was then transferred to another hospital and had a "heart cath" and stent placed. According to the patient date of onset was (B)(6) and confirmation of the blockage was on (B)(6), 2017, additionally, the patient reported that the blockage in one artery was 85%. The patient denied any underlying condition related to the heart complications. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said she had a complication with her heart and had to change hospitals; the patient said the heart complications were related to her implant procedure. The patient had pains in her chest and her blood pressure was low. Patient services reviewed that since patient is in the hospital for a complication related to the implant procedure she should turn the stimulation back off until she receives the ok to use the device from her doctor. The patient was given instructions and the patient decreased stimulation to 0.0v and turned stim off. Patient services provided tech services phone number to the patient if her heart doctor has any questions about turning therapy back on. No further complications were reported or are anticipated.